Event description:
Pt's husband reports that one of the pt's cadd legacy pump is "not working" author asked what was wrong with the pump. Husband stated that he wasn't sure, but "it was beeping" author asked if it was giving an error message. Husband states, he doesn't know, he's not home. Author asked when it "stopped working"; husband stated some time yesterday. Husband was unable to provide a serial number since he is not home. Author asked husband to call back once he has the pump to provide add'l info. No other info is known. Psr is sending a replacement pump and return box. Pt is not harmed. Dates of use: (B)(6) 2016 to present. Diagnosis or reason for use: pah.